Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the collamend mesh (device 1). An additional supplemental emdr was submitted to represent the composix kugel (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with implant of collamend mesh (device 1). Per op notes, ¿the hernia sac with incarcerated omentum was dissected out. Partial omentectomy was performed. Abdominal adhesions were taken down. A collamend mesh (device 1) was placed and tacked circumferentially, and the fascia was closed with sutures.¿ (B)(6) 2011 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with excision of collamend mesh (device 1) and implant of composix kugel (device 2). Per op notes, ¿the hernia sac was identified and dissected. Prior mesh (device 1) was unincorporated and folded over itself and excised entirely. A composix kugel (device 2) was placed and tacked to abdominal wall.¿ (B)(6) 2018 - patient was diagnosed with small bowel obstruction and recurrent ventral hernia thereby underwent open repair with excision of composix kugel (device 2). Per op notes, ¿adhesions of bowel were lysed. The hernia was identified, and the contents were reduced. The adherent small bowel was taken down. The prior mesh (device 2) was somewhat contracted and excised entirely. Obstruction was released. The hernia was repaired with sutures.¿